Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
Information was provided that a (B)(6) male patient underwent aaa repair using zenith aaa endovascular graft main body and another manufacturer's excluder legs. After placing all stent grafts, an endoleak was confirmed. The user performed repetitive touch-up ballooning because it was suspected to be a type iii from the junction; however, the leak was not resolved. Additional excluder legs were placed in each leg, but still the leak was not solved. It was then determined to be a type IV endoleak and took a wait-and-see approach. A week later, the leak was confirmed to be gone by (B)(6). It was reported the patient is doing fine.

Manufacturer narrative:
(B)(4). Product has been received and the investigation is ongoing. A follow up report will be sent upon completion of the investigation.

Event description:
Information was provided that a (B)(6) male patient underwent aaa repair using zenith aaa endovascular graft main body and another manufacturer's excluder legs. After placing all stent grafts, an endoleak was confirmed. The user performed repetitive touch-up ballooning because it was suspected to be a type iii from the junction; however, the leak was not resolved. Additional excluder legs were placed in each leg, but still the leak was not solved. It was then determined to be a type IV endoleak and took a wait-and-see approach. A week later, the leak was confirmed to be gone by cect. It was reported the patient is doing fine.

Manufacturer narrative:
A review of complaint history, device history, documentation, instructions for use, manufacturing instructions, specifications, quality control data, and trends was conducted during the investigation. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that would contribute to this failure mode. There were no other reported complaints for this lot number. The image review showed a type iiib / suture hole endoleak. The leak likely originated from the posterior mainbody at the junction of the distal and flow divider stents. The endoleak was most likely from a suture hole endoleak provoked through limited outflow and possible anticoagulation use. The image review postulated that the "increased distance [seen] between the distal and flow divider stents and crowding of the more proximal stents while the mainbody was sheathed raises the possibility of suture hole stretching during loading." As stated in the image review, "the endoleak was partially provoked by a transient increase in the endograft lumen to aneurysm sac pressure gradient. The gradient was increased by very limited limb outflow." This outflow limitation was due to the right iliac artery anatomy being severely abnormal. The right internal iliac artery was most likely occluded at the origin with "reconstitution through the anterior division." The right external iliac artery was concertinaed (compressed), causing flow to be static; this was due to straightening the proximal iliac artery. The right external iliac artery was implanted with a graft, which added to the right limb outflow limitation. The result was that right limb outflow was extremely slow. The endoleak was relatively large even when the injection rate and volume was modest. The resolution was likely aided by improved outflow and the suture hole's location well within the aneurysm neck rather than in the sac. Based on the information provided, no product returned, and the results of our investigation; a definitive root cause could not be determined.